Event description:
Procedure: lap colon. Reportedly after confirming the "seal sound" the tissue was cut the tissue but the oozing occurred from the seal part. The surgoen used a different device to continue.